Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0980 showed forty-nine other similar product complaint(s) from this lot number.

Event description:
It was reported that when the nursing staff of the facility used PICC to insert the patient, they found that the decompression cannula could not be connected to the catheter when connecting the decompression cannula.